Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, fse analyzed the log file and identified a problem with the suite pc, which was not booting up. During technical investigation, log files indicated the system had been running continuously for 32 days, which led to the system becoming nonfunctional. The original complaint description, "system was unable to boot up," is inaccurate and should be updated to: "system did not work/ function anymore. To resolve the issue, fse replaced the suite pc, performed a software reload. The defective suite pc was returned to philips for failure analysis and the result confirms the ssd was the failed component. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.